Manufacturer narrative:
One smiths medical medfusion was returned for analysis with the top case damaged at the front corner. Event log history was performed and indicated that acu watchdog and primary audible alarm post errors were recorded in history. During analysis, the reported issue could not be duplicated. Service replaced the speaker as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure / primary audible alarm background test. No adverse effects were reported.